Event description:
A customer reported that the quick bolus and wake button on their insulin pump was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support advised the customer to ensure the pump was not plugged into a power source and to press the button firmly while providing support to the pump. Despite these efforts, the button remained difficult to operate, so technical support arranged for a replacement pump to be sent.